Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube had a low draw. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting tube is not fully filling. Affected lot number 3126845.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample of the affected lot for investigation(2 additional lots were also received, but was confirmed by customer that they were sent in error). The customer sample was subjected to a draw test for low or no draw. Tube was within specification. In addition, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfilling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 31-aug-2023.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube had a low draw. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting tube is not fully filling. Affected lot number 3126845.